Event description:
It was reported that the implantable pulse generator (ipg) was no longer taking a charge. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. Additional information was received that the patient was doing well with pain relief. The explanted device was kept by the medical facility.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer taking a charge. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively.